Event description:
On (B)(6) 2022 I had a titanium dental implant placed in my mouth and experienced pain in my mouth since. I kept going by to the dentist with numerous interventions with the crown being adjusted and/or replaced to no relief. Thinking this an issue with the crown- last summer 2024 I stated to dentist just remove the crown and give me a break from the pain- while I was going to pursue a second opinion. Pain never left. Second opinion resulted in a root canal and a crown on the abutting tooth thinking that might be the issue. Nope! Finally, I go back to the dentist who completed the implant in 2022, who I had seen countless times in follow-up at this point, insisting that there was a problem with the implant. After him asking me about stress, exercise, and teeth grinding- I again ask about a titanium allergy. We had discussed this previously, but I was basically convinced that an allergy to titanium was very rare and possibly not even a real thing, etc. However, dentist agrees to do a skin test with a new unused titanium implant. He handed me the little piece of metal and as soon as I placed on my forearm and immediate reaction occurred with burning, welt, erythema. Titanium rolled on the opposite forearm and same reaction! Needless to say, everyone was shocked, and photos taken and referral made to surgeon to remove the titanium from my mouth. This occurred this month, (B)(6) 2025. Implant was successfully removed yesterday. I am worried about long term effects of this metal being in my mouth for 3 years. I have spent the last 3 years in complete hell over this entire situation! Not to mention so much time, money, and pure torment with pain in my mouth 24/7- 365 x 3. Today, I am angry! I had a documented history of chronic urticaria and this was repeatedly told to the medical team. Again, I was always made to feel like it was not even a real possibility that an allergic reaction could be my problem. Also, I have had prior surgeries and have titanium clips in my body that I am very concerned about and honestly don't even know what to do at this point re these concerns. I am an appointment with an allergist next week to further discuss.